Manufacturer narrative:
Submit date: 11/02/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dental needle. The customer states the needles are defective because the metal parts separate from the tips, and fall to the ground.